Event description:
Event description guidant received information that when trying to interrogate this implantable pacemaker (ipm) an error code was received on the programmer. Two additional programmers were tried with the same results. The ipm was then unable to be interrogated, and a hex dump was unable to be obtained. The ipm was explanted and replaced and has been returned for analysis. The three programmers have been used successfully since then.